Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they had to recharge the ins frequently and for a long duration due to high voltage use. They were still not happy about it but it was a little better. They stated the replacement recharger helped and they also met with a manufacturer representative (rep) to try and adjust the battery usage. The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was not able to charge, that it was taking 4-5 hours to charge and that they had to charge every 12 hours or sooner.